Manufacturer narrative:
(B)(4). No product or data were provided for evaluation. The reported event and malfunction could not be confirmed; therefore a definitive root cause could not be determined. It should be noted that the diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim intermittent audio output and a hypoglycemic event on (B)(6) 2015. The patient reported she reached low blood glucose levels and unsure whether the alert was not audible or if she did not hear the alarm. Patient was conscious but was very confused and not willing to eat. Patient was slowly losing consciousness. The patient's son then called the paramedics, who arrived to the house, paramedics administered glucose intravenously and transfer the patient into the ambulance. When patient arrived to the hospital her finger stick (fs) was reading 39 mg/dl and then she was given juice to regain consciousness. The patient was discharged from the hospital later that morning where her blood glucose was back to normal; her finger stick was reading 208 mg/dl. At the time of contact, the patient was in stable condition. No additional event information was provided.